Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were two devices used this single procedure? Yes. Did both devices present the same issue? No information. Was the issue found during first activation? Yes. How long after activation did the reservoir swell? Shortly after activation. Was any amount of exudate collected in the reservoir? No. Was any leakage noted? No information. Were all connections checked to see if they were secured? No information. Were both reservoirs replaced to complete the case? No information. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown breast and endocrine surgery and reservoir was attached to a drain. Negative pressure was not activated and the reservoir became swelled shortly. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). A review of the batch manufacturing records for the possible batch number jt8662 was conducted and the batch met all finished goods release criteria. Evaluation: samples were evaluated and no damage/broken components that could related to the defect reported by the customer could be observed. Samples were found in good condition. Plate was activated and de-activated several times without any issues. Reservoir didn¿t present any damage or tears on the front or the back side. Plate was activated, port closed and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Perimeter and port seal was verified, it was confirmed sample didn¿t present any damage, channels or incomplete seal that could generate a leak on the sample. Plate was locked and ports were closed then plate was activated to verify if air could get inside the reservoir. After 10 minutes the reservoir maintained the same condition, confirming there is no damage on the perimeter or the port seal. Defect reported by customer ¿negative pressure was not activated and the reservoir became swelled shortly¿ wasn¿t found with samples received. Based on the present analysis and sample evaluations, the reported defect by the customer could not be related to manufacturing process. It¿s considered that for the report made by user, other external causes could have affected the product integrity/functionality such as handling, non-proper usage or any other possible contributor out of the manufacturer control.